Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured approximately 27.7 cm from the hub. Conclusions: evaluation of the returned device confirmed that it was fractured. This type of damage typically occurs due to improper handling during use. If the lantern is manipulated with force at extreme angles during removal from the packaging hoop, or during insertion into the patient, this type of damage may occur. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the bilateral ovarian vein using a lantern delivery microcatheter (lantern). During the procedure, while the lantern was being inserted into a diagnostic catheter using a guide wire, the lantern became kinked and then fractured. The lantern never entered the patient's body. The procedure was completed using a new px slim delivery microcatheter. There was no report of an adverse effect to the patient.